Manufacturer narrative:
Exact date unknown, event occurred few months from the date the manufacturer became aware of the event.

Event description:
It was reported that patient was having charging issues. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.